Event description:
The facility's technician reported an infusion pump with failure code 313 during pt use and the pump was exchanged with another pump. Info was requested by baxter regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available. Additional contact info was requested but no additional contact was identified. The hospital rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.